Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damage to the stylet was confirmed but the cause is unknown. Two photographs were returned for evaluation, one of the kit pouch packaging and one of the open radiology powerpicc catheter kit. The pouch packaging was labeled with ref: 8275355 and lot: rejx3204. The kit components appeared unused as they were free of clinical residual material and the packaging sheaths were still on the scalpel, microintroducer, and introducer needle. The insertion stylet with hydro-glide coating appeared to be damaged with a complete break in the wire and elongation of the outer coil wire. A kink was seen in the wire just proximal of the break and the broken coil wire on the distal segment was twisted and knotted. There were no distinguishing features in the photograph which could aid in identification of a specific root cause for the damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported an x-ray catheter with an abnormal knot in the inner stylet of the radiology catheter. The catheter could not be used. Patient was not affected, the anomaly was identified before use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.